Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse performed a system check which yielded passing results. The fse evaluated the ultrasonics voltages, alignments, and transducer temperature and made minor adjustments. The fse inspected the pipettor tip. Though the pipettor tip showed little wear, the fse replaced it as a proactive measure. The fse performed a wet/dry test and a system check. Both yielded passing results. The fse performed a 50 replicate precision analysis on a new accutni reagent pack. Acceptable results were obtained.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report an erroneous result for troponin I (accutni) for one (1) patient sample assayed with access accutni reagent on an access 2 immunoassay system. The erroneous accutni result was reported outside of the laboratory. Due to the elevated accutni result, the patient was admitted to the hospital to the observation unit for an overnight stay. The customer reported reassaying the patient sample (both the original draw and a second draw) for accutni. The reassay results for both draws recovered lower within the accutni reference range for the assay. The customer reported that quality control results recovered within the laboratory's established ranges prior to the event. The customer reported that recently executed system checks had yielded passing results.